Event description:
It was reported that the ventilator generated an alarm indicating a low air supply pressure. There was no patient harm. (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a low air supply pressure. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board (pcb) was found defective and needs to be replaced.the issue was decided to be reported as the occurrence of an alarm indicating a low air supply pressure due to defective pressure transducer pcb may lead to stop of ventilation. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. H3 other text : 4112.